Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged from 97 to 149 mg/dl. After the alarms, the pump supplies were changed. The customer declined any troubleshooting from tandem technical support. The contact was to continue to use the pump to manage diabetes.